Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that inflammation in the anterior chamber and cyclitic membrane were observed on an unknown date after iol implantation. The patient is reported to have received treatment; however, details of the treatment provided to the patient have not been disclosed to rayner. It is not known whether treatment has resolved inflammation and cycltic membrane or if additional treatment has been required. Rayner is liaising with its distributor to obtain additional information to facilitate further investigation of this report. Our review of production records for the c-flex advance aspheric adv970 iol batch 125e76168 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. Device not returned.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a c-flex advance aspheric adv970 iol. The event description provided by the distributor states "major inflammatory reaction of the anterior chamber and cyclitic membrane".